Event description:
Pt undergoing laparoscopic cholecystectomy. After the gall bladder was excised from the gall bladder bed, pleatman sac was inserted into the abdomen through a trocar. (Sac is used to place gall bladder into for removal from abdomen.) While sac device was inserted, a blue button stopper which is on the end of the device that remains outside the body, became dislodged allowing the entire pleatman device to fall within the abdominal cavity. The device was retrieved without harm to the pt or need for further surgery.